Event description:
While compounding sterile products, we noticed that inside of a sealed package of 25 gauge, one inch needles made by becton-dickinson, one needle was curved and resembled a fishing hook. The needle was removed from the compounding area and has been saved for any investigation. FDA safety report ID # (B)(4).